Event description:
It was reported that during surgery two short circuits were found between electrode channels 7 and 12 and also between 10 and 11.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.